Manufacturer narrative:
Device discarded by customer. A device history record review could not be completed for this device because the lot number was unknown. Since the product was discarded by the customer, the reported defect could not be confirmed. Current investigation does not indicate a trend therefore no corrective action will be initiated at this time. However, trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional information: the femii008a device was not returned, therefore, a product evaluation could not be performed. The lot number was not provided, therefore, a device history record review could not be performed. The reported event was evaluated by manufacturing engineering and quality engineering at edwards (B)(4). The photograph does not provide sufficient detail to confirm the leak reported at the tubing to over mold junction. It was reported that the device was used under ECMO which is contrary to the indications for use listed in the instruction for use 63873, rev. J. The following statement from ifu63873, rev. J is listed in the indications for use section: edwards lifesciences femoral access cannulae are intended for use in situations which require rapid femoral venous and arterial access for short-term (6 hours) cardiopulmonary bypass. Edwards lifesciences does not have data supporting use of the femii008a cannula for periods longer than 6 hours therefore the root cause was attributed off-indication use of the device. The femii008a manufacturing process and acceptance activities remain appropriate and all planned activities associated with the manufacture and testing of femii008a device are acceptable. From (B)(4) 2008 to present, no additional reports of leakage have been reported with femii008a catheters. Routine quality data reviews of the femii008a device do not indicate a quality threshold has been exceeded therefore a CAPA will not be initiated. Feedback received on femii008a devices will continue to be monitored.

Event description:
It was reported that one of the specialist noted a small amount of blood leaking from the cannula. Upon inspection it appeared the cannula had a small hole in it and it was replaced. The assumption was that the surgeon had accidentally nicked the cannula with a needle; so they changed it out and the patient did fine with the replacement cannula. Per (B)(6), perfusionist, the device is prepped with chlorhexidine. It is their hospital approved prep solution.